Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021 a 4 mm amplatzer duct occluder was chosen for a patent ductus arteriosus (pda) procedure. During the procedure, the device embolized into the right femoral artery (rfa). For over two hours the physician attempted to retrieve the device via snaring and was unsuccessful. The surgeon came and performed a "cut-down" procedure to retrieve the device. The device was recovered safely. The event caused a three and a half hour delay however, the patient remained stable throughout the entire procedure. A new 4 mm amplatzer duct occluder was chosen and placed successfully.

Event description:
Subsequently, to the initialled filed information. The device description was updated to 6-4 mm, amplatzer duct occluder .

Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed, the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.